Manufacturer narrative:
The rapid infuser was returned to belmont for investigation. We were unable to confirm the customer complaint of an "over temperature" after extensive testing. We double checked both input and output temperature probes, all pc boards, and cables in the system for proper connections, and they were all properly connected and functioning accordingly. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is not enough information available at this time to determine the root cause of the reported over temperature alarm. No patient injury was reported. The manufacturing records for this serial number were reviewed and no anomalies were identified. Belmont will continue to monitor and trend similar reports of this nature.

Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation and evaluation of the unit is in process. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is not enough information available at this time to determine the root cause of the reported over temperature alarm. No patient injury was reported. The manufacturing records for this serial number were reviewed and no anomalies were identified. Should additional relevant information become available, a supplemental report will be provided.

Event description:
The hospital biomed relayed a report from the user that there was an "over temperature" incident involving a rapid infuser, ri-2.